Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, an external fluid leak from the drain bag was observed. The leak was from the welding, at the bottom of the bag, near the connector's tube. It was detected at the intensive care unit (ICU). The user replaced the product and used a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The inspection of the provided drain bag shows no anomaly. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.